Event description:
Reported by the complainant as follows: (B)(6) old had left total hip replacement. Aquacel scd was placed in surgery and replaced on po day 2. Pt went home po day 3; and the dressing was removed on po day 7 by hhc nurses; who did not report any adverse findings. No dressing of any kind was placed over the site. Pt left town called and complained of pain and increased drainage from the site approx 10 days from the day of surgery. He returned to the facility and had an ID of the wound; culture was positive for mrsa. Drainage was moderate; and purulent. Pt doing well at this time.

Manufacturer narrative:
(B)(4).